Event description:
Customer reported that batteries are not lasting as long. Customer changes the batteries every two to three days. Customer mentioned that she was hospitalized. The current blood glucose reading is 256 mg/dl. Customer treated with insulin pump and food. The blood glucose reading at the time of the event was around 300 mg/dl. Customer was psychotic; possible withdrawal from medication. Customer was starting diabetic ketoacidosis. Customer was treated for cds and renal failure. Customer was hospitalized for one week. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.